Event description:
It was reported that 5 bd insyte-n¿ autoguard¿ shielded IV catheters broke from their hub when removing the cap. The following information was provided by the initial reporter: "recently a few of our nurses have reported that when they remove the plastic cover/cap to the insyte-n autoguard catheters, the catheter pops right off of the needle. Today the nurse had to go through 5 catheters, all of them did the same thing."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one unit within opened packaging. Initial visual inspection of the returned sample did not find any damage or defects on the device components. Functional testing was performed by attempting to remove the needle cover. Some resistance was encountered and the catheter was slightly unseated from the needle hub. It should be noted that it is not unusual for the catheter to unseat while removing the needle cover if the tip adhesion has been broken. Since there was some resistance while removing the needle cover, further investigation was performed to determine if other components could have contributed to the reported defect. The needle cover inner diameter and the outer diameter of the grip was measured. All the measured components were found to be within specification. Further microscopic inspection found that material was missing from the bumps inside the needle cover and small particles could be observed inside the body of the needle cover. These bumps latch onto the grip to hold needle cover in place. The material was determined to likely be a result of the force applied when removing the needle cover. Since the reported defect could not be replicated and no other manufacturing defects were found, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte-n¿ autoguard¿ shielded IV catheters broke from their hub when removing the cap. The following information was provided by the initial reporter: "recently a few of our nurses have reported that when they remove the plastic cover/cap to the insyte-n autoguard catheters, the catheter pops right off of the needle. Today the nurse had to go through 5 catheters, all of them did the same thing."